Event description:
It was reported that during a da vinci-assisted surgical procedure, site contacted technical support mid-procedure to report that one of the eyes in the first console had gone black. They had already connected a second console and continued the procedure as planned. Troubleshooting first involved confirming they could proceed using the second console, and it was then planned that the fiber cables to the affected console would be reseated after the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the two high-resolution stereo viewer (hrsvs). The system was verified and ready for use. The unit was analyzed and error 119 was found indicating the hrsv failed in the field upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there is no image on the hrsv it is completely black. The complaint was confirmed by failure analysis. Hrsv 2: the unit was analyzed and error 119 was found indicating the hrsv failed in the field upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.